Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon was unable to verify a registration probe and as a result, could not register the patient. The instrument tracker was swapped out for another probe, and that probe also would not verify. It was noted the non-invasive patient tracker (nipt) was resting at 3.0., and when attempting to verify the registration probe, the nipt stayed green. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. Additional information was received stating that at the time of the issue, there was a strap under the patient's head that neither the manufacturer representative nor the surgeon was aware of, and this potentially interfered with tracking.

Manufacturer narrative:
Product analysis #(B)(4): (B)(6) / 2018-11-21 / auto created from work order (B)(4) / status updated from in process to completed date completed updated from null to 2018-11-21 hardware updated from null to pass software updated from null to pass instruments updated from null to pass does the system perform as intended? Updated from null to yes were hardware parts replaced? Updated from null to no author/date/subject/note: (B)(4) / 2018-11-21 / status update / 2nd request / reached out to (B)(4) (cs) on the status of the system checkout and to verify/track the probe in question. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the procedure was completed without navigation.